Manufacturer narrative:
Concomitant medical devices: addr01 ipg, implanted (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead had high thresholds that were increasing and undersensing for the past eight months. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.